Event description:
It was reported that the sheath bent. No patient injury was reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer sheath was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4.5fr microintroducer. A gross visual inspection of the returned unit was unable to identify any bend or kink throughout the unit. The microintroducer was microscopically inspected but no remarkable features were identified. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the sheath bent. No patient injury was reported. No other information provided, at this time.